Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. It was reported that the patient called for assistance with turning therapy off. Patient stated they recently had an unrelated implant surgery. Patient was unable to turn off prior to surgery, so ins stayed on the whole time. Patient reported hcp told them it was okay to do so. Patient calling now to learn how to turn off. Agent walked patient through connecting to ins, but got a message on the handset that said 'internal device has lost all data' with instruction to contact clinician. When asked, patient reported using ins primarily for "leaky bowel." Patient did say they also use ins for urinary retention. Patient reported that, since surgery, they have been unable to void in between routine self-cath 4 times per day. Prior to that, patient was able to urinate on their own in between self-catheterization. Agent reviewed meaning of message with patient and suggested they make appointment with managing hcp for device evaluation and possible reprogramming.